Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred, the touch screen was unresponsive and undefined occlusion alarm occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.